Event description:
It was reported that the remote monitor will not stay powered on without holding the power cord into the receptacle on the side of the monitor. The monitor is being returned and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.